Event description:
(B)(4). Pelvic and abdominal cramping, excessive bleeding during period, excessive bleeding between periods, painful periods, loss of libido, sexual disfunction (loss of sensation), back/hip/joint/pelvic pain, diarrhea, severe bloating, weight gain, vision problems, headaches, brain fog, severe mood swings, dizziness.